Event description:
The device was returned to the MFR for analysis. The reported event was battery depletion.

Manufacturer narrative:
Final device analysis results revealed a breached depression on the outer insulation.